Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
The patient reported experiencing unexplainable elevated blood glucose of over 20 mmol/l (360 mg/dl) since (B)(6) 2010. She stated that on one occasion she did have an air bubble in the insulin cartridge. On (B)(6) 2010 her blood glucose elevated to 28.8 mmol/l (518 mg/dl). No further information is available. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was requested to be returned for evaluation.